Event description:
Patient had poor bone quality. Patient had sinus augmentation at the time of surgery. Resorbable gtr membrane used from biomend extend. At the time of removal, patient was experiencing pain and swelling. There was also mobility.